Event description:
It was reported that the ventilator while in use the screen went blank. Reportedly, the unit continued to ventilate the patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer reported that after the unit was swapped out and when turned back on, the screen was fine. The customer reported that the unit was run for 24 hours and the issue was not duplicated. Further information is pending.

Manufacturer narrative:
Multiple attempts were made to obtain patient information and if the device was returned to use that have been unsuccessful.